Manufacturer narrative:
This report is submitted on june 20, 2022.

Event description:
Per the clinic, the patient experienced swelling at implant site and subsequently was treated by placing the patient under general anesthesia on (B)(6) 2022 in order to drain the fluid; however, the issue did not resolve. Additional information has been requested but it has not been made available as of the date of this report.